Event description:
As reported on (B)(6) 2012, a pt of unk age and gender presented for an endovenous laser treatment. During the procedure the physician stated that the fiber fractured approx 6" from the connection to the laser generator. This defect was noted when the fiber was advanced approx 5-6" inside the sheath and before laser energy was applied to the fiber. The physician withdrew the fiber from the sheath and replaced it with another new of the same device. The physician completed most of the procedure with the second fiber before foot pedal of the laser generator malfunctioned. The last 2cm of the vein was treated with sclerotherapy. There was no report of harm or injury to the pt or the user.

Manufacturer narrative:
The reported defective device has been returned to the MFR and an investigation into the root cause for product problem is currently in progress. The results of the device eval will be sent via a f/u medwatch. A review of the mfg records for the reported lot number indicated all device specs and quality requirements were satisfied. A review of the hardware service records for this accounts noted that they currently has two delta15 USA laser generators in their inventory (serial number (B)(4)). No issues were noted with either unit. A generator failure would not cause the reported disposable failure of a broken fiber. The instructions for use, which is supplied to the user with this device, contains a statement: "precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm." (B)(4).